Event description:
It was reported that the patient had a flownix pump that did not work, which resulted in them getting a medtronic pump. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).